Event description:
Additional information was received for this case: a talent aaa stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. Approximately five years post index procedure and during a routine follow up, a migration resulting in a type ia endoleak was noted due to disease progression and neck dilatation. Subsequently, fifteen days later the patient was treated with a talent thoracic stent graft. It was reported that during the intervention the large, anterior angulated aorta caused a misaligned deployment resulting in the bare springs to flip and resulting in the talent taa stent graft being inaccurately deployed. The physician tried to resolve the misaligned deployment by pulling the device down; however, the attempt was unsuccessful. Although there was some obliquity to the deployment, there appeared to be a good distally fixation. It was then balloon inflated with a reliant balloon. Because of the size of the neck and the inaccurate deployment, the physician decided to use endofixation to achieve a good proximal seal. Therefore, five staples were placed around the area of the talent cuff and just below the right renal artery. Two more staples were placed further to provide graft to graft fixation distally and two more staples opposite at the upper portion of the contralateral side. The final angiogram showed good fixation and seal, the intervention was completed and there was no endoleak. It was reported that the patient started having abdominal pain while in recovery, which was attributed to gastric dilatation. The patient stopped making urine and went into liver failure. The patient expired the following day. The primary and secondary cause of death per the physician¿s statement was liver failure and mesenteric ischemia. There was no autopsy performed on the patient. In addition, the physician stated that the event was indirectly attributed to the device due to some procedural manipulation ( i.e. Wires, catheters, devices, etc..) Causing an emboli that resulted in the event (mesenteric ischemia). A review of 3d planning worksheet showed a talent aaa stent graft positioned approximately 1cm below the renals. The proximal neck diameter at the renals is 38x40mm, 1 cm below the renals measures 40x41mm. The flow divider is 7cm below the renals. No endoleak could be confirmed from these images. Earlier follow-up images were not provided; however, the likely cause of the migration appears to be due to disease progression (neck dilatation). Images during cuff implant were not provided. The cause of the misaligned deployment could not be determined.

Event description:
A talent taa stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that during the index procedure, the talent device was misaligned causing the bare springs to invert. The cause of the misalignment is unknown. It was reported that the patient expired the following day for an unknown cause. Additional information has been requested.

Manufacturer narrative:
(B)(4). Method: films. Results: liver failure, embolism. Angulated neck, calcification at the ostia of the sma and celiac. Thoracic device used for aaa. Conclusion: liver failure, embolism. Angulated neck, calcification at the ostia of the sma and celiac. Thoracic device used for aaa.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death); lack of information (cause is unknown). Conclusions: lack of information (cause is unknown).